Event description:
It was reported that the user received an occlusion alert on the iLet and experienced persistent high glucose readings, with continuous glucose monitor (CGM) up to 264 mg/dL and glucometer 278 mg/dL for approximately 12 hours, which resolved only after changing the infusion set; the infusion set was an Inset 23" placed on the abdomen, and insulin delivery resumed after guided troubleshooting including fill tubing and site replacement. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of insulin flow associated with the connector/coupler and a deformation problem, consistent with an infusion set occlusion that resolved after supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.